Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger was not working because it was going to the no device found screen when trying to connect to the ins normally and when trying to start a recharge session. The caller plugged the controller into the wall and checked for the ins and got a no device found message. The patient was able to charge successfully on (B)(6) 2017. Patient claimed that at that time the implanted battery was at 60% and the controller was at 100%. The patient tried to recharge on (B)(6) 2017 and was not able to connect to the ins. The caller stated that in the week prior to this the controller was freezing and the issue was resolved in those instances by removing the battery and resetting the controller. The caller stated that the patient uses an hd group for therapy so she does not feel stim continuously. The caller ran the passive recharge mode and after about 5 minutes the controller turned over to the normal charging screen. The caller was getting "excellent" coupling and the controller showed the implanted battery at 30%. When the caller turned stim on he attempted to increase from 6.1ma, they got the settings not available message on the controller. The caller was going to continue to charge with the patient and run an energy calculation when he interrogates using the clinician programmer. No symptoms were reported and no further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that the battery was completely depleted so it had to first go through the 4-10 min charge to begin charging correctly. Additional information was received from the manufacturer's representative. It was reported that the remote froze and they took the battery pack out and put it back in. They reported tech services told them to do this and it worked fine. Additional information was received from the healthcare provider. It was reported that cause of the recharger/controller freezing and not being able to connect to ins was due to failed scs battery. It was reported that cause of settings not available and no device found error message was due to battery not charging.